Event description:
Synoposis: a consumer reported that her son used thermacare pain relieving wrap, knee wrap and rec'd a second degree burn to his leg above the knee. The consumer mentioned that her son was seen by three physicians and use silvadene to treat his burns. Phone call to the consumer in 2006 revealed that her son's burn started to get red. She reported that she took him to visit his pediatrician and he referred her son to anothner physician; they had to debride the burns and applied the burn ointment silvadene. A consumer reported that her son, age unspecified, used a therma care pain relieving heat wrap, version unknown and rec'd pretty significant second degree burns to his leg. The consumer mentioned that her son had seen three drs. The case outcome was not recovered/not resolved. Past medical history included: allergy - unknown, medical history - unknown. No further info was provided. 2006 receivedconsumer's follow-up phone call: the consumer reported that her son used thermacare pain relieving heatwraps, knee wrap 1 applic, 1 only for 1 day on 09/21/06 and rec'd significant second degree burns to his left leg above the knee. The consumer mentioned that her son was seen by three physicians, including his pediatrician. Ab unspecified ointment was used to treat his burns. The case outcome was not recovered/not resolved. No further info was provided. Next month drug and poision info center follow-up phone call: the consumer reported her son was doing fine. No further info was provided. Twenty four days ago, satety's follow-up phone call to consumer: the consumer reported that her son was doing well. She reported that he wore the theremacare knee wrap several weeks ago above his knee. On the day of the incident (white out) they happened to see a freind, who was a local physician; he said her son had a burn that needed to be covered with ointment and watched. She reported that a couple of days later the burns started to get red so she took her to visit his pediatrician and he referred the child to another physician; they had to debride the burns and apply the burn ointment silvadene. No further info was provided.

Manufacturer narrative:
Returned product and lot number requested from consumer, info not provided to date. Device eval pending receipt of lot number and product from consumer. Based on this info we followed our internal procedures and conducted an investigation of the reported adverse event. A review of our safety surveillance database determined that this event has not been previously reported. The lot number was not provided by the reporter nor was the heat wrap returned to use. Thus, we have been unable to conduct an investigation of the product itself or of the batch production records. Therefore, based on the info available, we have been unable to determined if the burn was due to a product defect.